Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).